Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. This report references the same patient as (B)(4)

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was unknown. Two days after the initial onset of peritonitis, the patient was hospitalized for the event. On an unreported date, the patient was treated with intravenous ertapenem (dose and frequency not reported) for peritonitis. The patient was discharged from the hospital seven days after admission. Four days after hospital discharge, the patient was re-admitted because they did not improve from the initial onset of peritonitis. Ten days after hospital re-admission, ertapenem treatment was discontinued. The patient was discharged from the hospital fifteen days later after re-admission. Two days after discharge, the peritoneal dialysis (pd) catheter was removed. At the time of this report, dianeal therapy was ongoing and the patient was recovering from the event of peritonitis. Additional information was not available. This is report 2 of 4 involved in this event.